Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 370mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Assisted the mother to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the device is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.